Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer then received a battery out limit alarm as well as a failed battery test alarm. The customer's blood glucose was 84 mg/dl. Troubleshooting was done. The customer stated that neither the battery compartment nor the spring were damaged or corroded. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display returned. Furthermore, the customer did not receive another failed battery test alarm. Explained to customer that a battery out limit alarm may have indicated that there was a loose battery cap. Advised the customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Advised customer to call back if any issues recurred.